Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that invalid data was interrogated from a device tachyarrhythmia episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The analysis indicates that the ventricular fibrillation (vf) episode count was missing/invalid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.